Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The senor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the pediatric patient experienced a skin reaction with pustules, abscess, and infection, at the needle puncture site. The skin reaction was treated with a prescription of an oral antibiotic, amoksiplast. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.